Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed and the lead was found to be within specification.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead had perforated the heart. In addition, the lead exhibited loss of capture and low sensing. The patient was asymptomatic other than experiencing cardiac perforation. During the lead revision procedure, the physician was unable to extend the helix after it had been retracted. The lead was explanted and replaced. The patient was stable during and after the procedure.